Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for multiple back operations. It was reported that the device stopped working possibly around (B)(6) 2017; however, the patient was not sure if it was the ins or the programmer. The patient stated she put new batteries in the programmer, but still nothing was working. The patient stated then it was stolen in (B)(6) 2017. The patient called back a few days later stating they received the replacement programmer, but there was no green light next to the ins battery icon. She still could not feel any stimulation. Patient services reviewed that her ins battery was 10+ years old, so it was possible that the ins battery was depleted. No further complications were reported/anticipated.